Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a purge disc issue. No clinical details regarding resolution or patient condition were provided. No patient was involved.

Manufacturer narrative:
The investigation has been completed. The console (B)(6) was sent back for further investigation. The issue with properly detecting purge fluid was reproduced, and purge disc housing was confirmed to be broken off of the purge assembly. Failure mode was reproduced in house. The root cause of the failure mode is the blue disc retainer breaking off the purge assembly. This report is being filed as part of a retrospective review of historical records.